Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, without a tip protector in a tray. The sample was visually inspected and found to be nonconforming with the probe needle severely bent at the stiffener sleeve and needle and inner cutter are cracked at the bent. No functional testing could be performed due to the probe needle bent and cracked condition. No wear assessment could be performed due to the inner cutter broke while trying to extract it from the bent needle. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirm the reported aspiration failure due to the probe needle/inner cutter bent/cracked condition. How and when the probe needle/inner cutter became bent/cracked cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. The reported aspiration failure was unable to be confirmed and an exact root cause for the bent/cracked needle/inner cutter could not be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the tip of cutter could not aspirate during surgery. The surgery was completed after replacing the probe with another one. The procedure type was unknown. The condition of cutting and actuation was unknown. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).